Event description:
During assistance with a incomplete prime on the home choice (hc), this occurred on the homechoice (hc) during use, during dwell; the patient revealed that before they would know the line was primed by seeing fluid flow out of the lines. The technical service representative (tsr) explained how to properly prime, and to reprime if they need to before connecting to the line. This writer contacted the home patient (hp) for a follow-up regarding reported problem. The hp stated they finished therapy using manual supplies, and everything went fine. They stated they did not notice anything unusual with the supplies that could have caused the alarm. The hp stated therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for overprime - leak out of patient line is not confirmed because the cause code is undetermined, the sample was not returned for evaluation, and a batch review was not preformed to confirm the problem. The assignable cause could not be identified through the event description or activities. Baxter will continue to monitor similar reports to determine if further actions are required.